Manufacturer narrative:
Review of media taken during the implant procedure confirmed the coil stretched/broken.

Event description:
It was reported the inner wire broke and remained inside the patient. This embold fibered detachable coil system 2 x 4 was selected for embolism of a hemorrhage. During the procedure, the coil wasn't deploying properly (was not taking shape). The physician attempted to reconstrain the coil; however, the inner pull wire broke within the delivery wire. The coil and a good portion of the pull wire remained inside the patient with no way to retrieve it. No further patient complications were reported.